Event description:
The hospital staff used the device to administer two defibrillator shocks to a pt using disposable defibrillation electrodes. The staff reported that the defibrillator failed to discharge when a third shock was attempted. The service indicator was also reported to have illuminated. A backup defibrillator/monitor was made available and used to continue treatment of the pt. The reporter indicated there were no adverse affects to the pt as a result of the alleged malfunction.